Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On (B)(6) 2013, the consumer used o.b non-applicator tampons, vaginally for menstruation (lot number 1053m8885, frequency and expiration date unspecified). On the same day, while changing the tampon, she noticed that only the string of the tampon came out and the tampon was stuck in her body. She visited a gynecologist and got the tampon removed. She had been using the tampons for years. The consumer continued to use device and after an unspecified duration the event resolved. The report was assessed as serious (medically significant) and the company causality was assessed as related. This report was assessed as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 30-oct-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-aug-2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On (B)(6) 2013, the consumer used o.b non-applicator tampons, vaginally for menstruation (lot number 1053m8885, frequency and expiration date unspecified). On the same day, while changing the tampon, she noticed that only the string of the tampon came out and the tampon was stuck in her body. She visited a gynecologist and got the tampon removed. She had been using the tampons for years. The consumer continued to use device and after an unspecified duration the event resolved. The report was assessed as serious (medically significant) and the company causality was assessed as related. This report was assessed as a reportable malfunction case in the united states. Additional information received on 30-aug-2013 the consumer was (B)(6) caucasian female. She did not have any known medical history. The concomitant medication was seasonale (ethinyl estradiol and levonorgestrel), one dose per day, since ten years, for birth control. On an unspecified date, the consumer started using the tampons, six tampons, changed every four to six hours. After an unspecified duration, on (B)(6) 2013, the entire tampon got stuck in her body. Within less than six hours, she got the tampon removed from her physician. She continued to use the tampons and did not experience this problem again. The report remains serious (medically significant). This report remains a reportable malfunction case in the united states. Additional information received on 01-oct-2013: the other history included alcohol use. On (B)(6) 2013, the consumer consulted a physician (gynecologist) for retained tampon. The physician stated that on (B)(6) 2013, in the morning,when consumer was changing her tampon the string broke and the consumer had tried to retrieve it but she was unsuccessful. The physical assessment by a physician revealed retained tampon. Review of the systems did not show any symptoms of malaise (feeling poorly), chills, fever and no abdominal pain. Physical findings included blood pressure 132/90mmhg and temperature 98 f. The tampon was visualized and removed intact with a ring forceps and no foul discharge was noted. The consumer tolerated the procedure well. The consumers last menstrual period was reported as (B)(6) 2013. On 20-sep-2013, (B)(4) of o.b non-applicator tampons, including (B)(4) samples was received. The lot number was as reported 1053m8885. The visual and physical inspection of the returned samples revealed no nonconformance or manufacturing defects related to this complaint. The device met specifications. A review of the trending data by product family and subject code revealed a peak and no trend for the reported lot number. Batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this complaint was observed. Inspection of the retain sample showed no anomalies and device met specifications. The analyst reviewed the history of non conformances and capas recorded in the ob department during this period, no changes were recorded for defect related to string issues. Complaint trends would continue to be monitored. The report remains serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 26-sep-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2013, the consumer used o.b non-applicator tampons, vaginally for menstruation (lot number 1053m8885, frequency and expiration date unspecified). On the same day, while changing the tampon, she noticed that only the string of the tampon came out and the tampon was stuck in her body. She visited a gynecologist and got the tampon removed. She had been using the tampons for years. The consumer continued to use device and after an unspecified duration the event resolved. The report was assessed as serious (medically significant) and the company causality was assessed as related. This report was assessed as a reportable malfunction case in the (B)(6). Additional information received on 30-aug-2013 the consumer was (B)(6) caucasian female. She did not have any known medical history. The concomitant medication was seasonale (ethinyl estradiol and levonorgestrel), one dose per day, since ten years, for birth control. On an unspecified date, the consumer started using the tampons, six tampons, changed every four to six hours. After an unspecified duration, on (B)(6) 2013, the entire tampon got stuck in her body. Within less than six hours, she got the tampon removed from her physician. She continued to use the tampons and did not experience this problem again. The report remains serious (medically significant). This report remains a reportable malfunction case in the (B)(6).